Event description:
Information received indicates that a fracture in a cg band was visible during an angiogram. Mitral insufficiency is reported and re-operation was planned in 4 weeks to explant the band. Two months later, the band was explanted and replaced with a porcine valve.

Manufacturer narrative:
H3 analysis: the gross analysis shows that there is a break in the stiffening wire approximately 1.5 cm from one end. The broken end is protruding through the cloth cover. Remnants of pannus remain attached to the cloth cover. At this time we are unable to determine the cause of the break in the stiffening wire. Conclusion: reduced device performance occurred and was related to the reported event. Although the exact cause of the break cannot be determined with this band, in september 2004, corrective actions were taken to improve the stiffness of the wire in the product, to reduce the incidence of fracture. This band was manufactured in february 2004, prior to this corrective action. The cg band was replaced without further complications reported.